Manufacturer narrative:
The customer reported that their multigas unit is not showing any readerings when connected to a core unit (g9). No harm or injury was reported. They will be sending this device in for an exchange.

Event description:
The customer reported that their multigas unit is not showing any readerings when connected to a core unit (g9).